Event description:
The customer reported cannot hear the sound displaying as "function error for speaker" on the screen. It is unknown if the device was in use at time of event, and there was no adverse event reported.

Manufacturer narrative:
The device was returned through the defoa process to the factory for further evaluation. The engineer performed an evaluation/analysis and determined the device was dead on arrival, hardware code: 3.1, and the box was damaged. The loudspeaker assy pn m2703-6002 was defective. This was a single failure no further action. Device was scrapped and good parts reused. The root cause of the issue was a product damaged in delivery. The customer was provided a replacement device to resolve the issue.